Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During use, the tip of a suture broke off and stayed in the patient. It was removed as it was seen to have broken off. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/17/2019. Corrected information: additional information received that this report does involve an ethicon product.

Manufacturer narrative:
This medwatch report is being voided as additional information was received and this event does not involve any ethicon products.